Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the pump had a double beep alarm with a no disposable clamp tubing alarm. No patient injury was reported.